Manufacturer narrative:
The device was received with scuff marks and indentation on the exterior housing. The warning label is peeling off. The battery compartment has signs of previous battery corrosion such as white powder residue on battery flat contacts and compartment sidewall. Evaluation found the pre-recorded voice message will not play when the unit is set to voice only and voice & tone modes, only a clicking sound can be heard due to a defective cob1 (voice chip). Being that the unit is already more than 8 years old, it is likely that the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Customer called about an alarm makes a continued clicking sound. The date the issue was discovered is unknown and no incident or serious injury was reported.